Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide procedure name and date: no further information is available. Did the needle break at the tip or at the body? No further information is available. Is the broken needle available for analysis? No sample will be returned. Any photos available for visual analysis? No photos are available. How was procedure successfully completed? No further information is available. No further information will be provided. Trade name - irgacare® active. Ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qjmssl, and no non-conformances were identified. Additional information was requested and the following information was obtained: please provide procedure name and date: no further information is available. Did the needle break at the tip or at the body? No further information is available. Is the broken needle available for analysis? No sample will be returned. Any photos available for visual analysis? No photos are available. How was procedure successfully completed? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.